Manufacturer narrative:
Previously reported date was incorrect; implant date remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that interventions were mentioned of a partial system explanted and stated that the patient had the pump replaced since it was the pump that was bad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine at a dose/concentration of "probably anywhere from 17-20" via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump failed but she didn't remember which pump, when or what the problem was. No further complications were reported.